Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) contacted the pharmacy and confirmed that the issue had occurred around case opening but was already resolved and no longer occurred. As the issue was resolved by hospital information technology (it) team, the case was closed. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in across multiple stations. When entering their username and biometric identifier, the stations would load briefly and then return to the login page without displaying any error messages. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.